Manufacturer narrative:
The technician found a bent pin on the sidecom circuit board. Repairs have not been completed.

Event description:
Information received indicates the bed will not send a nurse call.